Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
The patient reported that the buttons are not working properly. The patient reported there is no damage to keypad and the pump is not exposed to water.